Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history review was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is underway. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event. This was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:07:53. During night drain cycle six, the patient's ultrafiltration reading was 1856ml, indicating the home patient drained 1856ml more than their maximum programmed fill volume of 2000ml.no additional information is available.